Manufacturer narrative:
(B)(4). (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
On 3-june-2021, the nurse from topspine hospital contacted glife through phone for the bd chloraprep tint 3ml (product code: 605415 and lot no: 0302972 1qty) found defect product 1ty foreign substance presumed to be hair is inside the sterile package. The event occurred on (B)(6) 2021. The event occurred before use. The samples are available. The sample pictures are attached. There was no patient involvement therefore no medical injury or intervention caused. This complaint type is a sensitive issue. The hospital requested an investigation result. Hence we must provide its CAPA.

Manufacturer narrative:
The batch record for pn (B)(6) was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages.an initiative under the current open CAPA is to replace labs coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment follow up emdr pr 3018573 h3 other text : please see narrative.

Event description:
On (B)(6)2021, the nurse from topspine hospital contacted glife through phone for the bd chloraprep tint 3ml (product code: 605415 and lot no: 0302972 1qty) found defect product 1ty ¿ foreign substance presumed to be hair is inside the sterile package. The event occurred on (B)(6) 2021. The event occurred before use. The samples are available. The sample pictures are attached. There was no patient involvement therefore no medical injury or intervention caused. This complaint type is a sensitive issue. The hospital requested an investigation result. Hence we must provide its CAPA.